Event description:
During an arthroscopic knee procedure, the physician was reportedly utilizing an super turbovac 90 icw. Intra-operative, the physician noticed the wand began shedding small metal pieces within the surgical site. The metal debris was removed from the pt's body. A new wand was opened and the procedure was completed. An x-ray of the surgical site was performed to confirm no fragments had been left behind. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were requested but not received.